Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the anvil could not be attached to the trocar. The device was used between the rectum and the anus. The anvil of the device in question was placed as is and another device was used to complete the case. There were no adverse consequences to the patient.